Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
Ratchet handle malfunction during kit inspection. The ratchet handle stuck and did not move. No adverse event was reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. Device has not been returned for regular pm. Device is used for treatment. A definitive root cause cannot be determined. Device assessed as satisfactory. The event cannot be confirmed.